Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: surgery to remove the device. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the device was unable to be removed due to scar tissue. A cut-down procedure was required to remove the device and achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was returned. Investigation is not complete.